Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegations could not be confirmed with analysis.

Event description:
Boston scientific received information that the pacemaker was changed out due to normal battery depletion. During the procedure, it was noted that the lead safety switch (lss) had been triggered on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed what triggers an lss. Subsequently, there was oversensing noted on the rv lead as well as low out of range pace impedance measurement less than 200 ohms. Additional information indicated that the cause of the out of range impedance measurement was not conclusively identified. No anomalies were noted in the pocket or under fluoroscopy. However, the physician suspected a subclavian crush. The lead was tested with a pacing system analyzer (psa) but all measurements were within range. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.